Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device was coded only for formal reasons. Injection into the chin is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse (+) into the chin (off label use of device), on (B)(6) 2025. Batch number and expiry date were reported as unknown. A cannula was used for injection. In (B)(6) 2025, after the radiesse (+) injection, the patient experienced a possible vascular occlusion (reported as vo) (also reported as or compression). On (B)(6) 2025, patient visited the health care professional and was treated with a vascular occlusion protocol. The outcome of the event was unknown.